Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple past elevated blood glucose (bg) events ranging from 400 to greater than 600 mg/dl. Trace ketones were present. Cause was unknown. Elevated bg was addressed via a correction bolus. Due to events occurring in the past, troubleshooting could not be performed with tandem technical support. Recommendation was made for customer to consult with hcp regarding elevated bg.